Manufacturer narrative:
The reported events of defective device, and high impedance were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further evaluation with various load impedance indicates the pacer was able to detect and measured the load impedance changes with normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that out of range pacing impedance was observed on the device. A header issue was suspected but was not confirmed visually. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.